Manufacturer narrative:
Technical eval: the first separator wire is knotted at the proximal handle transition. The second separator wire broke at the same location. Conclusion: the incident was confirmed as reported. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
Two 032 separators kinked during use in a procedure, one of the two also fractured. Both the kinks and the one fracture were proximal. One of the (B)(4) proximal kinks was at a diameter change junction. It was noted that the physician pulled the (B)(4) back too far out of the catheter (out of the rhv) then advanced, causing the kinking and eventually the fracture. This MDR is associated with MDR 3005168196-2010-00402.